Event description:
It was reported that patient experienced significant pain in the legs, back, groin and jaw with stimulation on and off. Patient was admitted to the hospital where x-rays were taken and showed that the lead had migrated down and out of the canal. Targeted pain pattern is the lower back and legs with some left side leg dominance. Patient has since been released from hospital. Surgical intervention was undertaken on (B)(6) 2023 wherein the lead was repositioned. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.